Manufacturer narrative:
Evaluation results: one level 1 trauma fast flow system was returned for investigation in fair condition. The device was manufactured in 2015. The device produced the disposable alarm as soon as it was powered on. The investigator then removed the back cover panel for further investigation. The investigator found that there was a crack in the return tube which had leaked water and damaged multiple components. This confirmed the customer reported product problem. The following components were replaced as a result: return tube, main, and membrane switch. A temp-check test fixture was installed on the device. The measured temperature was 41.7 degrees which was within tolerance. The device passed all functional and electrical tests. The product problem was attributed to a design issue.

Event description:
It was reported that the device had a problem with a switch. The issue was potentially related to the circuit board. No patient injury or complications were reported in relation to this event.